Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient¿s age at the time of event was 30 years old. The date of the event is october 20th. The capsular contracture was baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with an unspecified gel implant smooth mentor and suffered from a bilateral capsular contracture. As a result, the patient had undergone removal and replacement with mentor memoryshape breast implant 390cc on (B)(6) 2016. This medwatch is for the left breast implant.